Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Patient identifier# (B)(4). Additional product codes: hsb and hwc complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had 2 distal screws implanted that were too long in initial surgery. Patient was complaining about pain after initial surgery. Surgeon removed the screws during this surgery (surgery #2) that were incorrect in length, and replaced them with shorter length screws. There was a patient outcome or consequence. The patient was complaining of pain. There was other medical intervention. Additional surgery to remove the screws that were too long and implant appropriate-length screws. This report is for one (1) locking screw for im nail 5/ 95/ xl25 this is report 1 of 2 for complaint (B)(4).